Event description:
The customer reported the coulter lh 500 hematology analyzer gave low hemoglobin (hgb) results and failed hemoglobin and hematocrit (h and h) for about six patient samples. The customer provided the results for one patient. The review of the data confirms the low hgb and failing h and h. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/26/2015. The fse found that solenoid valve sol18 was not properly actuating. The fse replaced the solenoid valve sol18, which resolved the reported issue. The repairs were verified per established procedures. (B)(4).